Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient complained of chest pain. The patient was admitted and upon interrogation the thresholds had increased from 0.7 v at implant to 3.5 v. A loss of capture was also noted on this right ventricular (rv) lead. It was unclear if the chest pain was caused by this event or not and perforation was ruled out. An x-ray confirmed the lead had dislodged and as a result this lead was successfully repositioned. An interrogation the following day noted normal function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.